Event description:
It was reported that the patient's insertable cardiac monitor exhibited loss of bluetooth telemetry. Troubleshooting steps were attempted, but the issue was not resolved. There were no patient consequences.

Event description:
Additional information received indicates that the insertable cardiac monitor was explanted.

Manufacturer narrative:
Reported event of no ble telemetry was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Device arrived able to interrogate. Analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.